Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for an unrelated reason. The pacemaker went into backup vvi mode during an attempted cybersecurity upgrade. A firmware download was performed and restored the device. The patient would continue to be monitored with normal follow-up.